Event description:
As reported by our affiliates in japan through the japanese tavi registry, a 23 mm sapien 3 ultra resilia valve was deployed in the native aortic position via transfemoral approach. Approximately 11 months after the tavi procedure, the patient was readmitted due to an "event associated with the valve". Per a response from ew clinical specialist, the tavi facility did not disclose the information. No further information is available.

Manufacturer narrative:
Investigation is ongoing.